Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt had a broken belt clip and was attempting to exchange system controllers. The pt was connected to the system controller and was found lying face down with both system controllers out. The pt went into cardiac arrest and heart stopped. The final cause of death was cardiac arrest, but no official autopsy was performed.

Manufacturer narrative:
The pt expired and no autopsy was performed. The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.